Event description:
It was later reported the patient underwent a full vns revision. The explanted lead and generator were received by the manufacturer. While analysis is expected, it has not been completed to date.

Event description:
Product analysis (pa) for the returned generator was completed. During analysis, proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified. During testing, the generator showed no signs of variation in the output signal and demonstrated the expected level of output current. Evaluation showed the generator performed according to functional specifications. Pa for the returned lead was also completed. The allegation of a lead fracture was not confirmed; however, note that the electrodes were not returned for analysis, thus a complete evaluation could not be performed on the entire lead product. The condition of the returned portion of the lead was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned portion of the lead were performed and no discontinuities were identified. Based on the findings in the pa lab, there was no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegation. However, since the electrode array section of the lead was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the device.

Event description:
Clinic notes were received in regards to the patient's replacement referral. Within the clinic notes it was found that high impedance was observed on the device. The patient was referred for vns replacement. No known surgical interventions have occurred to date.